Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The device was returned in three separate fragments. One of the fragments, containing the coil, was detached and exhibited breakage along the side. Microscopic inspection of the reamer¿s cutting flutes revealed complete blunting, along with nick marks on the surface¿indicating that the device had been used and had interacted with a hard surface. The flexible section was fractured at the distal end, specifically at the joint area. The nature of the breakage is brittle, with no signs of plastic deformation. Chevron marks were observed at the fracture site, which are characteristic of brittle failure. Based on these findings, the breakage appears to have resulted from the application of excessive force during the reaming process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause could be determined to be user-related as the breakage was caused by the application of high force. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the patient was young and the bone was hard, so a flexible reamer was used, but the tip broke when the reamer was tapped and slightly inserted and advanced again with the handpiece. No debris was left in the patient's body. Another device was used to complete the surgery."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the patient was young and the bone was hard, so a flexible reamer was used, but the tip broke when the reamer was tapped and slightly inserted and advanced again with the handpiece. No debris was left in the patient's body. Another device was used to complete the surgery."